Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products had not resolved initial concern - reference internal report reference number (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 213, 250, 206, 236, 240mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 286mg/dl using true metrix meter. The product is not stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/20/2022 and test strips were opened 10 days prior to call. The meter memory was reviewed for previous test result history: result 1: 213 mg/dl date: (B)(6) 2021 time: 5:30 am fasting. Result 2: 250 mg/dl date: (B)(6) 2021 time: am fasting. Result 3: 206 mg/dl date: (B)(6) 2022 time: am fasting. Result 4: 236 mg/dl date: (B)(6) 2022 time: am fasting. Result 5: 240 mg/dl date: (B)(6) 2022 time: am fasting.

Manufacturer narrative:
Sections with additional information as of 13-jul-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.